Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient had a recent CT noting a proximal and distal type 1 endoleak. The coordinator stated that at the patient's last follow up CT scan, there was no evidence of an endoleak so this is a new finding. The patient has not been treated yet and a date has not been set for intervention. The cause of the endoleak is disease progression. It was reported that the patient presented to the emergency room with a ruptured aneurysm. Three valiant stent grafts were implanted to treat the proximal type I and distal type I endoleak; and what was believed to be a distal descending thoracic rupture. The procedure was successful. There were no endoleaks evident on final angiogram and the patient was stable at the end of the case. However, the physician reported that the patient later developed an arrhythmia and bradycardia from blood loss and died during the night. The physician reviewed the angiograms again and saw no evidence of endoleaks from the case. A review of returned post-implant films at 6 years showed a likely proximal and distal type I endoleak. The thoracic aorta diameter proximal to the stent graft measured 44 x 46mm, and distal to the stent graft measured 46 x 47mm. The taa measures 7cm. Images from earlier follow-up's were not provided, but it is likely that there has been disease progression. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (endoleak, rupture, death); patient¿s condition affected effectiveness of device (disease progression). Conclusion: known inherent risk of a procedure (endoleak, rupture, death); device failure related to patient condition (disease progression).